Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. The pulse generator was at end-of-life (eol) level. The device functioned normally with a replacement battery, however measured battery data was lost at 2.3 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Event description:
The pulse generator was explanted due to a system upgrade.